Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a posterior repair using a pinnacle posterior pelvic floor repair kit, the needle detached as a leg of the mesh assembly was being pulled through the sacrospinous ligament. Reportedly, the needle detached outside of the patient and did not fall into the patient. The mesh assembly was removed from the patient, and the physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly fine post-procedure.